Event description:
I started the process of dental implants and one of the implants became infected. The implant was in a piece of thin bone and on (B)(6) 2015 the jaw bone fractured at the infected site. On (B)(6) 2015 I underwent surgery to repair the fracture. I understood I would donate my own bone graft from my hip and that is what I signed a release for, alone with titanium plate and screws. When I woke from surgery I had severe edema of my face, neck, and mouth along with pain. I was discharged the next day even though I asked the doctor's fellow if I was having some kind of unusual reaction. He told me dr (B)(6) had done something different and that is why I had the edema, and it was expected. There was no need to stay any longer as I was not having complications and procedure did not require further hospitalization. By the next day at home I developed severe headache and stomachache. (The headache and stomachache lasted without ceasing for 4 weeks). The headache and stomachache now come and go. The edema in my face lasted for 4 weeks. I still have edema in my neck. My next visit to see dr (B)(6) was on (B)(6) 2015. He explained I was ok, did CT scan and told me I had no airway obstruction, I was feeling pressure from the fluid. He explained to his resident and his fellow this was expected due to the bmp. I did not understand until I received my medical records that I received an implant. Infuse bone graft, for which I had no knowledge of and had not given permission for dr (B)(6) to implant. I have gained 9 lbs of generalized edema. On (B)(6) 2015 I continued feeling "bad" and still had edema, headache and stomach pain. I went to ER. I saw dr (B)(6) the next day. I have joint pain in my hips, shoulders, elbows, and hands. On (B)(6) 2015 dr (B)(6) did CT scan and told me I still had fluid in my neck that would resolve in 3-4 months. I am weak and have episodes of extreme weakness when I change positions. My local doctor has done blood sugars which are now elevated as well as my blood pressure. I have had changes on stress test which shows increasing severity of pulmonary hypertension. I have been put on viagra for this. My breathing problems continue and my pulmonologist increased the setting on my bipap/ventilator at night. My nephrologist told me I should report this to FDA. Reason for use: repair fx. Event not abated after use stopped or dose reduced.